Manufacturer narrative:
Other relevant device(s) are: product ID: 3888-33, serial/lot #: (B)(4), ubd: 21-oct-2013, UDI#: (B)(4); product ID: 3777-45, serial/lot #: (B)(4), ubd: 22-sep-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was getting a device replacement and the impedances were run intraoperatively which showed the #3 electrode >10000 ohms on the quad lead and electrodes 8, 11-14 were also greater than 10000. The physician elected to not replace the leads at this time as the patient was getting satisfactory coverage with the existing electrodes. The patient was programmed after the replacement and the issues were resolved. No symptoms were reported.